Manufacturer narrative:
Title: modified laparoscopic lateral suspension with a fve-arm mesh in pelvic organ prolapse surgery source: akbaba and sezgin bmc women¿s health (2021) 21:244. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between march 2016 and january 2020, out of the 37 study patients who underwent laparoscopic lateral suspension procedure for advanced stage pelvic organ prolapse, postoperative recurrence (anterior compartment) was reported on 2 patients so reoperation was performed.